Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that "the patient was hospitalized for functional impairment with pain in one hip with a gamma nail inserted on (B)(6) 2025. On x-ray, the gamma nail was broken, so the patient underwent reoperation to replace it with a plate and bone graft." This also involved a two-week (14-day) rehospitalization.